Event description:
The device was returned for sticky fva pins. The outlet fva pin was not able to be freed with external cleaning. An internal cleaning was performed and the drag was resolved. The pump was successfully able to perform an infusion after internal cleaning of pins, new fva pin lip seals are required. No additional damage was identified.

Event description:
The following has been reported: biomed reported: "tubing set " injury/adverse reaction : no. "Provided the logs of 2 pumps that are having "pump problems" they also have a broken charging bracket. As always, the pumps have been tested with multiple cassettes and have been cleaned. Pumps will be left on if additional logs are needed and suggested to pull them as they won't always be able to revisit the same pump multiple times." A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.